Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Correction: product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Abrupt increase in rv impedance from 600 to 700 to 1200 to 1400 week ending (B)(6) 2013. Alert for out of range subthreshold lead impedance alert on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.